Event description:
Per the clinic, the patient developed an infection at the implant site and was treated with oral antibiotics (duration not reported). The implanted device remains.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on march, 27, 2023 was filed inadvertently. There was no infection and patient was not treated with antibiotic. Per the clinic, the patient experienced drainage and skin flap necrosis around the implant site subsequently underwent surgical procedure under general anesthesia to evacuate the drainage (specific date not reported). This report is submitted on july, 11,2023.